Event description:
The following was reported to hamilton medical ag: start up failure of the unit in both normal and service mode. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: cer 142672.

Event description:
The following was reported to hamilton medical ag: start up failure of the unit in both normal and service mode . No patient involvement.